Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received partially applied with twelve remaining clips. Visual inspection of instrument revealed no abnormalities. Functionally, the instrument was first fired once in air and malformed clip formation was confirmed. Nine clips were then fired on test media with proper formation. Two clips were applied malformed. The jaws and handles moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A corrective action has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: during a neck dissection procedure, the device worked fine for a while. Then the device started misfiring and was unable to be used. Another device was used to finish the procedure.